Manufacturer narrative:
H2) device evaluation: . H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a starting volume of 110.4 ml and a continuous infusion rate of 2.4 ml/hr over 46 hours. The reservoir volume was stated as 3.0 ml, but less than 0.0 ml remained in the pump. The amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. An attempt was made to withdraw the remaining medication in the reservoir to confirm this discrepancy. The air detector was off, and the upstream sensor was off. The length of infusion was 46 hours, with a lock level of 2. The pump was not used to prime the extension tubing; instead, gravity fed. There was patient involvement, and no patient harm/adverse event reported.